Manufacturer narrative:
Device will be evaluated by synthes (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Device received date unknown. The manufacturing records were reviewed and no complaint related issues were found.

Event description:
Device report from (B)(6) reported, the tip broke off the implant holder and remained in the screw. The surgeon had reapplied the implant holder to the implant to reposition, as he went to disengage the holder the tip of the instrument broke off and remained in the implant. The surgeon was given the option to remove the implant and insert another one. He was satisfied that it would not be an issue and continued on with the operation. The post operative x-ray was satisfactory.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Our investigations have shown that the tip of the implant holder is indeed broken off. We are not able to comprehend how this breakage occurred. We do suppose though that too much mechanical force during repositioning of the implant has lead to this damage. The broken surface is homogeneous which indicates material conformity. The manufacturing records were reviewed and no complaint related issues were found. No product fault could be detected.